Manufacturer narrative:
Model number/catalog number: 72404233 serial number: n/a batch/lot number: 1100469872 model/catalog description: cx preconnect ms 21cm ps iz unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Migration, discomfort, and pain are acknowledged within the instructions for use (IFU) and are not related to off label use or failure to follow instructions. The reported patient symptoms are known risks associated with this device type and is indicated as such in the instructions for use. A risk review confirmed that the events of pain, discomfort, and migration were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, a conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device experienced pain and a sensation of a mass/lump in the inguinal region. The pain was uncomfortable but was not severe or acute such that it required treatment. Upon examination, the physician reported that the reservoir had shifted/moved. The reservoir was previously located in the space of retzius, and had migrated to the inguinal region. A surgical procedure was performed during which the reservoir was repositioned, and there were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404233. Serial number: n/a. Batch/lot number: 1100469872. Model/catalog description: cx preconnect ms 21cm ps iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Pain is acknowledged within the IFU and are not related to off label use or failure to follow instructions. Discomfort is acknowledged within the IFU and are not related to off label use or failure to follow instructions. Device migration is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent migration issues. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device experienced pain and a sensation of a mass/lump in the inguinal region. The pain was uncomfortable but was not severe or acute such that it required treatment. Upon examination, the physician reported that the reservoir had shifted/moved. The reservoir was previously located in the space of retzius, and had migrated to the inguinal region. A surgical procedure was performed during which the reservoir was repositioned, and there were no further patient complications reported.